Manufacturer narrative:
Additional information was provided for archived sample testing on (B)(6) 2016. Ticket searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or nonstatistical trends. Based on this data, the product is performing as intended and no product issues were identified. A review of labeling concluded that the issue is adequately addressed. Return sample (sample ID (B)(6)) were received and tested with prism hcv reagent lot 63104li00 (the complaint lot was expired). The result was (B)(6). Therefore, the customer's observation was repeated. Furthermore we performed supplemental testing: vidas anti-hcv and diasorin liason hcv ab assay were (B)(6). Innolia score detected the band ns3 (1+) and the result was indeterminate. Mikrogen recomline blot detected two weak bands below the cut off helicase (+/-) and ns4 (+/-) and the result was (B)(6). In conclusion supplemental testing results were (B)(6) for three antibody tests and for one test method (B)(6). Since no (B)(6) result was obtained for the sample (B)(6) with (B)(6) tests we performed there is no evidence for the presence of (B)(6). A retained kit of prism hcv, list number 6a52-48, lot number 63104li00, (which was used to test the return sample) was calibrated and the calibration met instrument specifications. The positive run control value met control specification and was in the typical range. To evaluate analytical sensitivity, additional 4 replicates on each subchannel of sensitivity panel member and of the positive run control were tested. The panels and positive run control values met specifications and the results were in the typical range. The reagent 63104li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. Additionally, a review was performed for non-conformances and deviations associated with reagent lot 63104li00. No non-conformances and no deviations were identified. Based on our investigation we determined that the prism hcv reagent lot 55289li00 is performing acceptably. An investigation on the abbott prism, list number 06a36-10, serial number (s/n) (B)(4) was performed. An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical records. The service history for prism s/n (B)(4) was reviewed and identified no service-related issues that could have contributed to this complaint. A review of complaints for the abbott prism instrument did not identify any additional complaints nor was there an increase in complaint activity. A review of the abbott prism operations manual determined adequate instruction is provided with respect to this complaint issue. The results of this investigation indicate there is not enough information to reasonably suggest a malfunction. No issues were identified that indicated a product deficiency and no additional product issues were identified. Based on this additional investigation, the abbott prism instrument is performing acceptably.

Event description:
Additional data was provided on 05/25/2016: archived sample: (B)(6) the erythrocyte mass and platelets from the blood donation were provided for transfusion. On (B)(6) 2014: prism hcv (B)(6). Retested using the roche cobas method on (B)(6) 2016: (B)(6). On (B)(6) 2016: confirmatory testing as follows: immunoblot: (B)(6).

Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed(B)(6), which also tested (B)(6), while using the prism hcv assay. During a retrospective review of archived samples a blood donor was thawed and retested using the roche cobas method and a (B)(6) was generated. Initial sample ID (B)(6): prism hcv: (B)(6) (not donated). On (B)(6) 2016: roche cobas: (B)(6). Confirmatory testing as follows: immunoblot: indeterminate. (B)(6). Architect anti-hcv: (B)(6). An additional archived sample (same donor) testing results were provided, as follows: archived sample: (B)(6) the platelets and erythrocytes from the blood donation were provided for transfusion. On (B)(6) 2015: prism hcv: (B)(6). On (B)(6) 2016: roche cobas: (B)(6).

Manufacturer narrative:
The new data received on 06/16/2016 was evaluated and the outcome of the previously reported product evaluation was not impacted. Based on this data, the product is performing as intended and no product issues were identified.

Event description:
Additional data was provided on 06/16/2016: archived sample: (B)(6) the platelets from the blood donation were provided for transfusion. On (B)(6) 2011: prism (B)(6), nat negative. On (B)(6) 2016: retested using the roche cobas method: positive. On (B)(6) 2016: confirmatory testing as follows: immunoblot: indeterminant.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended. However, no systemic issue or product deficiency was identified. Correction: (B)(4) is being replaced by (B)(4).